Manufacturer narrative:
Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. This device was also included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that in october 2019 the signal artifact monitor switched the minute ventilation vector from the right atrium (ra) to the right ventricle. There had been one second of the minute ventilation sensor signal that was sensed on the ra channel. In november 2020 the lead safety switch (lss) was triggered due to ra pace impedance of 2,262 ohms. The lss changed the programming to unipolar which resulted in multiple atrial tachy response episodes, likely due to sensing of noise, though the patient did have a history of atrial fibrillation. It was additionally stated that the pacemaker was showing 1.5 years remaining longevity and premature battery depletion was suspected. Technical services discussed programming the pacemaker to bipolar pacing and unipolar sensing in the atrium. The patient was dependent; however, no pauses in pacing were noted. The pacemaker and ra lead (non-boston scientific product) remain in service and no adverse patient effects were reported.